Manufacturer narrative:
Report claims while end-user and caregiver were at a park, the end-user's arm locked in a forward position with the inability to release the joystick drive. The caregiver claims to have depressed the remote stop control (fob) which they were carrying, but the signal did not go through, nor did it work after the second attempt. Reports claim the end-user then collided with a parked motor vehicle which resulted in a right distal tibia fracture. The local service provider inspected the device and found it to remain fully operational. Testing was conducted with the remote stop, which was also found operational, however if the remote stop was not pressed firmly with a definite push of button 1, it didn't activate the remote. Even though the remote was found to be operational, out of an abundance of caution, the remote stop transmitter (fob) was replaced with a newer version with larger buttons to mitigate any further acts of recurrence. Operational testing was conducted with the caregivers satisfactorily. The DHR was reviewed, and the device was found to have met specifications prior to distribution.

Event description:
Permobil ab received a report claiming as the end-user was driving their f3 corpus power wheelchair in a local park, the end-user's arm locked in the forward position, driving the wheelchair at speed. The caregiver reportedly attempted to stop the wheelchair via the remote stop fob, but the device reportedly continued to drive allowing the end-user to collide with a parked vehicle. The impact resulted in a serious injury requiring medical intervention.